Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that stylets are sticky when trying to advance. Also having a lot of the needles poking through the catheter. Observed issue please provide a description of the observed issue: stylets are sticky when trying to advance. Also having a lot of the needles poking through the catheter. Customer response on 01-jun-2026. 1. Can you please provide an exact date of event in format mm-dd-yyyy? - this has been an ongoing issue with this lot number. Date I have photos from is 05-21-2026 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. - complication is the catheters seem sticky, we can¿t advance the catheter easily and the stylet is piercing through the flexible catheter 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? - I have 2 full boxes (100) plus an open box of catheters with the same lot numbers that we¿ve been struggling with xxx".